Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 15 mm and 3.0 x 15 mm tazuna. There was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the target lesion was between the proximal and mid left anterior descending (lad) arteries. Vessel diameter was 3.0 mm and the lesion was 25 mm in length. A second target lesion was located in the second diagonal of the lad with a vessel diameter of 2.5 mm and a length of 13 mm. On (B)(6) 2010, after predilatation was performed with a non-abbott balloon, the xience v stent was deployed with nominal pressure in the second diagonal of the lad, to treat the thrombotic lesion. No aspiration catheter was used prior to stenting. Another 3.0 x 28 xience stent was deployed in the proximal and mid lad after predilatation with a non-abbott balloon. However, during treatment of the proximal and mid lad, thrombosis was noted in the second diagonal vessel. An aspiration catheter would not cross; therefore, ballooning was performed with the non-abbott balloon to resolve the situation. There was no thrombosis that occurred in the proximal and mid lad site. On (B)(6) 2010, thrombosis occurred in the second diagonal requiring balloon angioplasty for treatment to successfully resolve the event. The patient's condition is stable. No additional information was provided.